Event description:
It was reported that the patient had diaphragmatic stimulation due to the lv (left ventricular) lead. They reprogrammed the lead and the lead remains in use. The patient is enrolled in the attain success study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.